Manufacturer narrative:
Patient weight not available for reporting device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advance (tfna) surgery, the insertion handle disconnected from the nail after the nail was already inserted fully into bone. It was attempted to reconnect the insertion handle and tried to connect the extractor and thought to be tightened with the bone but did not get as much purchase as intended and fell apart. The surgeon ended up drilling a hole through the knee and tamping the nail out retrograde. A new tfna set was opened, and a new nail was inserted. The surgery was then completed successfully. There was a 30 minute delay. No additional medical intervention was required. The patient was stable following surgery. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part no.: 03.037.010. Lot no.: l236880. Manufacturing location: (B)(4). Release to warehouse date: 09.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: it was reported during a trochanteric fixation nail advanced (tfna) surgery, the jig disconnected from the nail after the nail was already inserted fully into bone. It was attempted to reconnect the jig and tried to connect the extractor and thought to be tightened with the bone but did not get as much purchase as intended and fell apart. The surgeon ended up drilling a hole through the knee and tamping the nail out retrograde. A new tfna set was open, and reinserted a new nail. The surgery was then completed successfully. There was a 30 minute delay. No additional medical intervention was required. The patient was stable following surgery. This reported complaint condition of not being to assemble/secure the three returned devices was unable to be confirmed because the nail was able to be assembled and secured with the insertion handle and connecting screw at customer quality. See "(B)(4) investigation photos.pdf" for visual evidence of the returned devices assembled together and also separated at customer quality. Therefore the reported complaint condition of not being able to assemble the 3 devices was not able to be replicated at customer quality (cq). Visual inspection revealed no damage to the returned nail. The returned connecting screw was manufactured in february 2017. Product drawing revisions b&c were reviewed during this investigation. The cannulated connecting screw is part of the trochanteric fixation nail advanced (tfna) system. The cannulated connecting screw is used to secure the tfna nail to the insertion handle during implantation. A dimensional inspection was not performed at cq because the returned devices assembled and secured as intended at cq. The complaint histories for the connecting screw was reviewed from 1/2014 (system launch) through 5/2018. The risk assessment for tfna addresses the function "connecting screw must create a connection between the insertion handle and the nail" and hazard "nail is loose or not retained by the insertion handle or head element cannot be targeted or inserted during surgery¿. This complaint condition is adequately covered by the risk assessment. No design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.